Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly and pump shut off. Also, battery gauge was inaccurate. Customer's blood glucose was 324 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Codes 104 and 23 removed; codes 114 and 61 added. Code 1383 removed; 2885 added. Removed battery gauge was inaccurate. Added battery depleted quickly.